Event description:
Male was a term newborn with meconium aspiration syndrome requiring ECMO. He suffered an anoxic event due to prolonged hypoxemia and consequential cerebral palsy, severe developmental delay and seizures. His first pulmonary evaluation occurred at 14 months of age. Manual cpt was being performed at the time. The primary care physcian ordered a vest system at 4 years. At a pulmonary visit 3 months following initiation of vest therapy, the parents indicated the patient was having clearance issues with the secretions loosened by the vest. A mi-e was prescribed and is now used in conjunction with the vest without secretion problems.